Event description:
The user facility reported a instance where a z-800 infusion pump did not detect air in the IV tubing below the pump. Air-eliminating filter was part of the IV set. Air did not reach patient. There was no patient harm. Erbitux was the drug being infused. Zyno has requested but the user facility is yet to provide patient information.

Manufacturer narrative:
On site evaluation of the device involved in this incident by a zyno representative indicated that it was operating in accordance with its specifications. The air-in-line alarm function was inspected and found to be functional according to specification. This user facility has had similar incidents before and was found that they fully understood but intentionally disregarded the device instruction of use provided by zyno. They routinely practice over-program the volume-to-be-infused (vtbi) parameter to reduce their workload of attending an alarming pump, which in effect disables the end of infusion alarm and the infusion shutdown mechanism of the device upon end of infusion. Instead, the user facility relied on air-in-line alarm as the sole mechanism of infusion shutdown upon fluid bag empty. This practice exposed air-in-line alarm as the single point of failure. A zyno representative provided additional in-service, which emphasized the potential consequence of over-programming the vtbi parameter and reinforced the intended use of the device. The user facility standardized on using IV set with air eliminating filter in any infusion which uses primary IV set only to provide a backup safety measure.